Event description:
Primary stability not achieved, no thread tap used, periodontal disease, complication in site preparation (very soft bone - big defect), mobility, very thin cortical bone. (B)(6) and (B)(6) are the same patient.